Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number was provided.

Event description:
A reported incident involving a primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch have black dots noted in hundreds of ICU medical IV tubing. There were no reported patient involvement and harm.